Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-nov-17 that the patient¿s pump was removed due to infection. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.